Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. A review of the manufacturing documentation associated with lot 18446475 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. The deployment button was difficult to press, however was able to be depressed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent, the vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to a solid black color, with no red color shown during retraction. There was no damage to the deployment lever. The button was difficult to depress but was ultimately able to be fully depressed while the window was showing black, and the plug remained inside the device. The device was not attempted to be deployed outside the patient¿s body. The operator was trained in the device, and the exoseal vcd was used in a diagnostic procedure, stored and prepared according to the IFU, and used with a retrograde approach. There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5 mm, there was no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. The deployment button was difficult to press, however was able to be depressed. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the device was advanced through the sheath. The sheath was not kinked or bent, the vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to a solid black color, with no red color shown during retraction. There was no damage to the deployment lever. The button was difficult to depress but was ultimately able to be fully depressed while the window was showing black, and the plug remained inside the device. The device was not attempted to be deployed outside the patient¿s body. The operator was trained in the device, and the exoseal vcd was used in a diagnostic procedure, stored and prepared according to the IFU, and used with a retrograde approach. There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, the vessel diameter was confirmed to be at least 5mm, there was no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. One non-sterile vascular closure device 6f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found to be deployed and the loop in good condition. The exoseal was already inserted into a non-cordis 6f catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, dried blood residues in the delivery shaft and the plug swollen were observed, no additional anomalies were noted to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the unit presented a dried blood clogged condition. Attempts to clean the device were performed, however unsuccessfully. An analysis was performed to examine the lock-out plate and assess any transfer of rotary link material. Additionally, the indicator wire rack-to-housing interface was evaluated for any catch points or friction. No anomalies or irregularities were observed during testing. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result obtained was within specification. A high-magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18446475 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿vascular closure device (vcd) deployment difficulty unable¿ and ¿deployment lever (button) actuation difficulty¿, could not be tested as the condition of the device received was clogged with dried blood which impeded the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.